Event description:
Shunt fracture. Tubing snapped just beyond distal end of valve. Leaks where peritoneal catheter vevels tot he smaller diameter. (Shunt 2021898-1998-00147, ventricular catheter 2021898-1998-00148.